Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The field service engineer( fse) confirmed the reported problem. Follow up with customer revealed that the issue was resolved but could not provide details of the repair. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during the performance verification test (pvt) the vent o2 flow set average o2 reading was low. The customer reported that there was no patient involvement.